Event description:
A surgeon reports that following intraocuilar lens (iol) implant surgery, a pt complained of dark shadows. The surgeon advised performing a capsulotomy by yag for significant capsular haze, but the pt cancelled. An exam of the pt's retina was normal. The surgeon also indicated the pt had an excellent outcome.